Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source port one (1) connector found loose with the o-ring gasket displaced from the controller housing. The loose connectors are being investigated. The confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this issue is being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
Per vad coordinator, patient was seen at routine clinic visit on (B)(6) 2016. At the appointment it was noted that one of the power ports on his controller was loose. No alarms were noted. The team did not feel comfortable keeping the patient on the controller, so a controller exchange was performed. The patient tolerated it well with minimal pump off time. The patient was issued a new controller and ac adaptor that came with it.